Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The compact flash card was replaced. Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power, resolving the error condition. The case was completed with no further reported complaint. There was no reported patient injury. A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. During the preoperative checkout for the next case, the unit had another system failure.